Manufacturer narrative:
Follow-up submitted for additional information.

Manufacturer narrative:
Patient's age, sex, weight, event date, implant date and explant date were not provided. If the requested information becomes available, supplementary report will be submitted. Lot and part information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per (B)(4), during clinical procedure, product fracture was observed.

Manufacturer narrative:
Re-evaluation for reportability concludes that this event is not likely to cause or contribute to death, serious injury, or serious deterioration in health. Therefore, this complaint is non-reportable to the FDA. Device returned was not manufactured by our company. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.